Event description:
It was reported that the patient experienced an adhesive failure (tape not sticking) event on (b)(6)2026 as the infusion set was detachment from the body.

Manufacturer narrative:
E1: Patient City: (b)(6)Patient Country: MexicoMedtronic MinimedStreet: 18000 Devonshire StreetCity: NorthridgeState: CaliforniaZip Code: 91325Based on the available information, this event is deemed to be a reportable malfunction.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration NumberReporting Site: 8021545Manufacturing Site: 3003442380